Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific right atrial (ra) lead connected to this device increased suddenly to greater than 3000 ohms. It was also noted that there far-field oversensing of ventricular signals on the ra channel. Boston scientific technical services offered troubleshooting advice. Device programming was adjusted. The physician planned to continue to monitor the patient. No adverse patient effects were reported. The device and non-boston scientific ra lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.